Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had experienced hyperglycemia while wearing the pod between 4 and 24 hours on the abdomen. Patient stated her bg (blood glucose) was around 420 mg/dl and kept increasing. She was nauseated and she felt sick. Patient went to the ER (emergency room) and her bg was around 585 mg/dl. She was given a shot of insulin and ER did not remove the pod. She does not know if the hospital checked for ketones. Patient stated the hospital checked if she had a uti (urinary tract infection), and advised her she had a uti. Patient stated when she left the hospital she thinks her bg was around 242 mg/dl. Patient was not admitted, this was only an ER visit.